Event description:
The facility had sent an infusion pump to service where a baxter service technician had discovered a failure code 807:00. Although an attempt had been made by baxter to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.